Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital at 11:50 on 23 march 2022. After connecting the lead wire, the nurse found that the screen had no heart rate digital display and the device had a "cardiac arrest" and "equipment failure" alarm. Then the doctor used another device to finish the treatment. The device was in use on a patient at the time of the reported issue. The patient was harmed. No further information was made available at the time the reporting decision was due.

Event description:
It was reported that the patient was admitted to the hospital at 11:50 on (B)(6) 2022. After connecting the lead wire, the nurse found that the screen had no heart rate digital display and the device had a "cardiac arrest" and "equipment failure" alarm. Then the doctor used another device to finish the treatment. The device was in use on a patient at the time of the reported issue. The patient was harmed. No further information regarding the patient harm and the current patient status was made available by the customer. The philips technical consultant (tc) was unable to confirm the issue. There have been several attempts for additional information made. The customer reported that they had resolved the issue, but did not provide information on how. The cause of the event is unknown. It could not be determined if the device contributed to the reported patient event.